Event description:
It was reported that a merlin.net transmission revealed that the patient received inappropriate atp and hv therapy for svt. Programming changes were recommended. No further information is available.